Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the occlusion alarms occurred when the tubing was winded up and the pump was stored in the customer's bra. The customer stated that the issue was resolved when the tubing was straightened out. Customer declined to provide additional information regarding the event. There was no reported impact to blood glucose.